Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. Upon rebooting the programmer, the device was interrogated successfully. No patient symptoms were reported.